Event description:
Wire and stent were snared and pulled back into patient right radial artery. Stent became lodged in right radial artery (located in forearm) unable to pull stent and distal end of wire through sheath. The stent had been deformed and could not enter the guide. The entire system was withdrawn, but the stent could not enter the sheath (still over the wire). The sheath was removed, but the wire and stent were stuck in the radial artery at the insertion site. Rather than risk serious damage to the radial artery, the wire was cut, and the last inch or two of wire plus the deformed stent were left in the distal right radial artery.